Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there has been an issue with the 1788 video ccu. During the procedure, all devices on the laparoscopic cart shut down twice. After a moment, they turned back on by themselves. As a result, there was loss of image.